Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Concomitant medical products: 419488 - lead, implanted: (B)(6) 2011. Dtba1d1 - ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a headache, and later presented to clinic with an elevated international normalized ratio (inr). The patient had a shake in the left arm as well as difficulty standing. A computerized tomography (CT) scan did not reveal any abnormalities; however, a hemorrhagic cerebral vascular accident (hcva) was diagnosed based on the patient's inr and lingering symptoms. The patient's inr was reversed with vitamin k, and the patient was alert and oriented. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.